Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2014, the patient experienced infections symptoms and had an emergency surgery to remove the pump.